Event description:
It was reported that externalization between the svc and the rv coils were observed via fluoroscopy. During lead revision high, out of range, high voltage lead impedance was observed. The lead was not removed but left as a single coil system. Patient was ok after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.